Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the patient was having trouble with their left leg. It was noted that there was a return of leg pain since an unrelated surgery. The caller was not sure if stimulation was on. Additional information received from a healthcare professional indicated the patient hadn't felt stimulation in over a year. The patient was experiencing pain in the back, left leg, right arm and wrist. The caller didn't have the programmer. The device was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.